Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported entrapment of device associated with the clip becoming caught in the anatomy appears to be related to procedural conditions associated with poor imaging. A cause for the unintended movement of clip opening during establish final arm angle (efaa) cannot be determined. Image resolution poor is related to patient and procedural conditions as visualizing the clip was reported to be challenging due to poor imaging and the patient's heavy breathing. A cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted and the mr was reduced to grade 1-2. On 15mar2023, the posterior mitral leaflet (pml) was partially detached from the clip. The mr was recurrent at grade 4 and there was difficulty breathing upon exertion. A second clip intervention was performed. It was noted that visualizing the clip was challenging due to poor imaging and the patient's heavy breathing. The operator entered into the ventricle with no visibility, and the clip went into the medial chordae and was entangled. The pml was caught on the gripper. Troubleshooting was performed to free the gripper from the pml. To avoid possible rupture of the leaflet, it was decided to implant the clip where it was stuck. The mr was grade 0-1 after grasping, but the gradient was 12mmhg. Final attempts were made to free the clip and were unsuccessful. Another grasp was made and with a good mr result, but the gradient was high. Despite the gradient, the deployment sequence was started. After lock line removal, establish final arm angle (efaa) was performed and the clip opened to 100 degrees. The clip was closed again and deployed on both leaflets with chordae. The clip remained closed after deployment. The mr was reduced to grade 1-2.